Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a cartridge issue resulting in no vacuum being created during the air removal process. A cartridge and needle change was performed resolving the issue. Customer's blood glucose level ranged from 100-250 mg/dl.